Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, pain, mobility. #6 implant failed, 3 other implants are still ok.